Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft was implanted in the patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that the endurant ii aui stent graft implanted during the index procedure was expired 2 months previously. It was stated that the index procedure was an emergency surgery during the night time and the general health of the patient was bad. It was reported that the stent graft used worked perfectly. Per the rep, they became aware of the use of expired device 2 months post procedure after receiving the invoice, the rep then notified the physician. No additional clinical sequelae were reported and the patient is fine